Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working because there was a leak in the system (tubing). All components were removed and replaced. The patient outcome was good.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working because there was a leak in the system (tubing). All components were removed and replaced. The patient outcome was good.

Manufacturer narrative:
Device analysis: an allegation of tubing leak was reported. The ms pump and ipp cylinders were visually inspected. The cylinders performed within specification. The pump krt was worn to the filament, the suture was pulled out and a leak was identified. This leak was attributed to wear and fatigue. The pump was unable to be functionally tested due to this leak; however, product analysis confirmed the reported fluid leak allegation through the identified tubing leak. Visual and functional testing of the ams 700 momentary squeeze (ms) pump and ipp cylinders confirmed the reported event of tubing leak. The kink resistant tubing (krt) of the pump was worn to the filament, the suture was pulled out and a leak attributed to wear and fatigue was identified. Product analysis confirmed fluid loss as the most probable cause, as the identified tubing leak could lead to the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event an investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to fluid loss through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.